Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 4.5, 3.7. Average: 4.1, stdev: 0.57, %cv: 13.80. As per internal procedure, if the %cv is less than 20% or less the criterion is not met. The product will not be investigated.

Event description:
The caller alleged discrepant results when repeated test with inratio: the results are as follows: 4.5, 3.7.